Manufacturer narrative:
Result of investigation: the vyaire field service representative replaced the receptacle exhalation valve, cable assembly and switch rockers. Ovp (operational verification procedure) and performance check were performed, all test passed. All work accomplished per vela service manual rev.f. Vent is operational and meets OEM (original equipment manufacturer) specifications.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that vela was showing zero reading on the screen. They checked circuit and found no flow was going out to the patient. The patient was removed from the device and took the ventilator out of service. At this time, there is no information regarding patient harm associated with the reported event.